Event description:
It was reported that when using the bd pyxis medstation system drawer failed and required maintenance, which hindered users from retrieving medications for patients. The customer reported that there was a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main half-height drawer 2-1 was not detected on the communication bus. A field service engineer cleaned and reseated the row board header connection on the drawer board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.